Event description:
The caller reported that the customer has been experiencing unexplained low blood glucose levels. The reported blood glucose reading at the time of the call was 34 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The caller stated that the insulin pump was not exposed to high magnetic fields. The husband later called to report that the insulin pump delivered a bolus that the customer did not program. Reviewed the bolus history, and confirmed the bolus delivery. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.